Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated alinity I free t4 result for one patient. The sample was repeated with lower results. The following data was provided: sid (B)(6), processed on (B)(6) 2025, initial patient result = >64.35 pmol/l(processed on alinity I serial number (B)(6) repeat results = 13.798(B)(6) , (B)(6) 2025), 13.685(B)(6), (B)(6) 2025) and 14.502(B)(6), (B)(6) 2025) pmol/l. Reference range: 9.07-19.05 pmol/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 68902ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did identify an increase in complaints activity for lot 68902ud00. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 68902ud00 was identified.

Event description:
The customer reported a falsely elevated alinity I free t4 result for one patient. The sample was repeated with lower results. The following data was provided: sid (B)(6), processed on (B)(6) 2025, initial patient result = >64.35 pmol/l (processed on alinity I serial number (B)(6) repeat results = 13.798(B)(6) (B)(6) 2025), 13.685 (B)(6) (B)(6) 2025) and 14.502(B)(6) (B)(6) 2025) pmol/l. Reference range: 9.07-19.05 pmol/l no impact to patient management was reported.